Manufacturer narrative:
Physio-control further examined the removed power pcb assembly and determined that the cause of the reported issue was contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear. The corrosion caused high resistance to measure across the j11 connector contacts. Physio also examined the removed battery power cable assembly and observed contact corrosion on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11.

Manufacturer narrative:
(B)(4). Physio-control performed an evaluation of the customer's device and was able to duplicate the reported issue. Physio-control replaced the power pcb assembly, battery power cable assembly and battery pins. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that their device powered off by itself.  This occurred when attempting to print the code summary. Here was no patient use associated with the reported event.